Event description:
A malfunction alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller, following instructions from technical support, successfully loaded a new cartridge and was able to resume insulin delivery without any issues.